Event description:
It was reported to boston scientific corporation in 2008, that an autotome sphincterotome device was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure one week prior, (female patient, weight unknown) according to the complaint, during the procedure the wire was out of the tip of the sphinctertome, but seemed to be back in when removed from the scope. The case was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. When the sales rep visited the customer and viewed the subject device, he indicated that he did not see any damage to the cut wire. The only thing he did notice was that the tome was not bowing as much as normal.